Event description:
On 11/15/2006, it was reported that the patient experienced severe tail bone pain, which radiated into her back during treatments 2 treatments. The patient experienced tail bone pain during the first 30 minutes of treatment. Treatment was terminated without rinseback, resulting in a 210cc blood loss. The patient was admitted to the hospital for evaluation, had labwork obtained and was discharged on the following day after receiving an in-hospital dialysis treatment. All labwork was reported as unremarkable. The patient returned to conventional dialysis until a week later. The patient dialyzed again with the nxstage system one and experienced similar bone pain within the first 8 minutes of treatment. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. The patient's symptoms subsided upon treatment termination. No medical intervention was required for the reported blood loss or patient symptoms.

Manufacturer narrative:
Reported blood losses occurred as a result of the operator's decision to terminate the treatment without rinseback. The cause of the patient's symptoms remains unknown. Both cartridges were discarded prior to notifying nxstage of the reported events. Facility reports that the patient may have experienced a possible dialyzer reaction. The patient initiated dialysis treatments with nxstage system one in 2006. No similar problems occurred during treatments between start and the event. The nxstage cartridge is a single use gamma sterilized disposable. There have been no other similar events reported. There is no evidence to suggest that a device malfunction occurred. Nxstage considers this report closed at this time and will continue to monitor as part of routine complaint process. A follow-up report will be provided if additional information is obtained.